Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen. According to the reporter, on (B)(6) 2025, the patient experienced a brief sensor issue. The patient was on vacation in sicily (italy) and her parents had to call the ambulance due to hypoglycemia with seizures; there was no bg value documented. The insulin pump had a brief sensor issue, and the paramedics took bg in finger and said that the bg value was immeasurable. The patient was taken to the ER and was treated with juice and the parents the patient in giving her insulin bolus via pump for diabetes management. The patient was discharged the same day. At the time of the report the patient was good. No product or data was provided for investigation. No additional event or patient information is available.